Manufacturer narrative:
Analysis of the pump identified no anomalies. The previously reported evaluation method and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml baclofen (unknown) at 649.5 mcg/day. The reason for use was not reported. It was reported that the patient had a loss of efficacy with itb (intrathecal baclofen) therapy on (B)(6) 2019. Upon accessing the pump reservoir there seemed to have been positive pressure forcing medication out of the pump into syringe. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting included on (B)(6) 2019 there was an idiom radio isotope study completed, awaiting outcome. Interventions/actions that were taken to resolve the issue included the patient was instructed to take oral baclofen to account for loss of itb efficacy. No surgical intervention occurred and it was unknown if surgical intervention was planned. The issue was not resolved and the patient status was ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated at the time of the replacement of the pump, after the rotor study was performed the day prior, the physician replaced the old pump, since there were isotopes in there from the diagnostic study performed the day prior, the hospital had to send the pump through specific channels prior to its release to the manufacturer. Once the device was available, the rep would be notified. Furthermore, it was noted intra operatively, the physician also used contrast to confirm that the catheter was patent and without any cracks or leakage. The contrast study showed the catheter to be fully intact and functional. The patient had her post op appointment and pump therapy has remained to be efficacious. No further complications were reported or anticipated.